Event description:
It was reported that when using the bd pyxis¿ medbank main drawer failed to open during medication issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 : unique device identifier (UDI) not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open during medication issue. A technical support specialist (tss) remoted in, logged the device out and back in, advised the customer to try again, and confirmed that the drawer worked, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.